Event description:
Healthcare professional (hcp) reports patient with peritonitis episode, patient noted to be febrile and have cloudy effluent and shaking chills. The patient was treated with intraperitoneal (ip) cefazolin 500mg/l, loading dose and cefazolin 125mg/l, maintenance dose. Additionally, the patient was treated with cipro 500mg. By mouth, daily for 7 days. Hcp reports the patient has recovered.